Event description:
According to the reporter, in a laparoscopic lower anterior resection (lar), while in the colon, the staple line of the first reload was incomplete distally. The reload was closed on the tissue and fired but the stapling advanced to about 1cm, a ¿tock¿ was heard, and the device stopped advancing. The surgeon stopped, retracted the knife, and removed the reload. A new reload was used on the same handle but the stapler did not work. Another handle and reload were opened and used to complete the case. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: egia60amt, egia60amt egia 60 artic med thick sulu, (lot #unknown) egiaustnd, egiaustnd endogia ultra univ std stap, (lot #unknown) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.